Event description:
Pt revised to address subsidence of the tray. Poly wear was noted intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The root cause of the reported subsidence and poly wear could not be determined. No evidence was found that would suggest product error was a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.